Event description:
The customer stated that she was hospitalized with a blood glucose reading of 600 mg/dl. The customer stated that the insulin pump alarmed no delivery prior to the event. The customer changed her infusion set, but the no delivery alarms persisted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.